Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Imaging revealed dislodgment. Programming changes were made and the lead will continue to be monitored. The patient was stable and asymptomatic.